Manufacturer narrative:
Submit date: 12/12/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a surgical set-up kit. The customer reports that they received the kit with torn lite gloves inside.